Event description:
Journal reference: yokochi f, burbaud p. Neurosurgery for neuroacanthocytosis. In: walker rh, saiki s, danek a, eds. Neuroacanthocytosis syndromes ii. Another country: springer-verlag; 2008:255-269. Neuroacanthocytosis (na) is a group of neurodegenerative diseases characterized by the presence of acanthocytes in peripheral blood and various types of involuntary movements which are often resistant to medical treatment. We report data concerning four na patients who benefited from functional surgery: two had pallidotomies and two had deep brain stimulation (dbs) of the internal pallidum (gpi). In the patients who underwent dbs. Gpi 40hz stimulation gave the best clinical benefit, improving chorea without an effect upon hypotonia. Higher frequency stimulation (130hz) was effective for dystonia but increased chorea, worsened dysarthria and induced drooling. Reportable event: pt 3 was a man with an 8-year history of a choreatic-dystonic syndrome, dysarthria and generalized epileptic seizures who presented with recurrent distressing tasteless belching. Two months after dbs, a partial relapse occurred, and belching and breathing dyskinesia reappeared, although tongue-biting did not. Changes in stimulation settings were ineffective. MRI revealed that the rt electrode needed to be repositioned. The first rt electrode was left in place and a second electrode was introduced more medially on the same side, 3 months after this second intervention, chorea, belching and dysarthria were improved by gpi 40hz stimulation. The dystonia sub-score was slightly improved by 120hz gpi stimulation but at this frequency, chorea and dysarthria were worsened with drooling. There was no effect on gait whatever the settings used. Gpi stimulation at 10 hz was ineffective.